Event description:
Caller states the advantage meter produced a result of 992mg/dl. Numeric reading range of device is 10mg/dl to 600mg/dl; values > 600mg/dl should display as "hi". No action taken on device result. Result not found in device memory. No adverse event reported. Requested return of suspect device and replacement was sent.